Manufacturer narrative:
(B)(4). D4 model no - additional. D4 lot number - additional. D4 serial number - additional. D4 expiration date - additional. H2 additional information. H4 device mfg date.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced dizziness, nausea, and became unconscious. An ambulance was called, and the patient was brought to the hospital. When a fingerstick was taken at the hospital, the cgm was reading 263 mg/dl and the blood glucose reading was 598 mg/dl. The patient received treatment with an intravenous saline solution and insulin injections. There was no documentation of further medical evaluation or intervention. It was not known how much time the patient spent at the hospital but at the time of the report the patient was still feeling sick. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.